Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that catheter became stuck in the lesion. The target lesion was located in the common hepatic artery. A direxion microcatheter was selected for use. During a transcatheter arterial chemoembolization (tace), it was noted that the device became stuck at the bifurcation of the target lesion. The device was able to be removed from the patient's body. No further patient complications were reported and patient's status was good.